Event description:
It was reported that during the implant procedure, it was not possible to undeploy the lobes completely. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the lead was received with two out of three of the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing, it cannot be determined at this time what caused the reported deployment issue; full lead analyzed.